Event description:
Event description guidant received information that this chronic transvenous defibrillation lead was capped and surgically abandoned related to a shocking impedance measurement of less than 20 ohms. A new ICD was implanted but not used because when the patient was induced into an arrhythmia, a 29 joule shock, and a 41 joule shock failed, which then required external defibrillation. The ICD was then explanted and the implant site was moved from the abdomen to the chest. The physician damaged the conductor coils during implant of a transvenous defibrillation lead, so that lead was explanted and another transvenous defibrillation lead was successfully implanted. The patient also was upgraded to a dual chamber system.